Event description:
Additional information received reported that the device did not jump during deployment of first ped2. The tip of the catheter moved during deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 ped2 pipelines failed to open. During the trans arterial embolisation (tae) surgery, the doctor used the first one pipeline: ped2-475-14. When the product was released, the doctor found the proximal end was not opened very well. Therefore, phenom27 was pushed up to retrieve the tip wire. Because the proximal end was not opened very well, was pushed up and migrated as well and the end was also slightly folded inward. Finally, the first one didn¿t cover the aneurysm. Then he used the second one and released it successfully, but the distal end was also not stretched very well. However, this time the proximal end of second one was opened carefully. Finally, the two pipelines were attached to the wall well. The procedure was completed, patient was stable. Less than 50% had been deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. Full wall apposition was not achieved. Ballooning was not required. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica) cavernous location. The max diameter was 8.1mm and the neck diameter was 5mm. Vessel tortuosity was normal. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.